Event description:
The last time the patient had an MRI, he went to the doctor afterwards and they forgot to check his pump. He had withdrawal over the weekend until they could turn it back on.

Manufacturer narrative:
Catheter model 8709; serial# (B)(4); implant date: 2006-(B)(6); explant date: na.